Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 176mg/dl: true metrix air and 118mg/dl; another meter and results obtained of 186mg/dl. The customer's expected fasting blood glucose test result range is 85 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 175 and 166mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is 4/5/2017. The meter memory was reviewed for previous test result history the 176mg/dl (B)(6) 2017 08:00 am fasting: yes, the 177mg/dl (B)(6) 2017 08:00 am fasting: yes, the 176mg/dl (B)(6) 2017 08:00 am fasting: yes, the 143mg/dl (B)(6) 2017 08:00 am fasting: yes, the 186mg/dl (B)(6) 2017 08:00 am fasting :yes. Customer is concerned with high readings. Result of concern is 176mg/dl.